Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a change in therapy and they were not feeling stimulation on their right side. The left side was still good. This change was considered sudden. There were no falls or trauma associated with the event. The issues were not related to positional movement and there was no electromagnetic interference noted. The patient saw their doctor on (B)(6) 2015 and afterwards they were able to feel stimulation on the right and left side. It was unknown what was done at the doctor's office but the patient was doing well after the appointment. The patient was indicated for spinal pain.